Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became frozen on the bolus menu screen. Troubleshooting with tandem technical support was performed and the frozen touchscreen was cleared. Reportedly, after the touchscreen began functioning again it became frozen on the lock screen and was not responding to presses. Customer's blood glucose level was not impacted. Contact confirmed that the customer has back up novolog and lantus manual injections.